Manufacturer narrative:
Lot number and expiry information are not available at this time investigation is in process. A follow-up report will be provided.

Event description:
The customer reported possible hemolysis in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the blood bag set was not returned for evaluation. The lot number was unknown; therefore, it was inferred that the lot number was 190212af. We reviewed the manufacturing record of the presumed lot number and confirmed that no anomalies had occurred in any processes, and the products were manufactured as usual. The manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. The testing and inspection record of the presumed lot number (190212af) and confirmed that there were no anomalies in all release testing items including foreign matters. The product conformed to the standards concerning the presumed lot number, it was investigated whether there had been any similar complaints reported by other customers, and confirmed that the same incident associated with the lot number had not been reported by any other medical institutes as of march 9, 2020. Regarding the retained samples of the presumed lot number, two sets of the lot number have been used to measure the solution volume and to perform a quantitative test for the composition of the solution in the same manner as the release testing. The appearances of the retained samples showed no abnormalities and each measurement result conformed to the in- house standards. Root cause: as mentioned in the preceding section, only the imuflex products that have conformed to the in-house standards are released. The reported incident may have occurred by a combination of the following common factors of hemolysis in blood products. 1) characteristics of blood there is a possibility of hemolysis if the blood of a donor has characteristics of red blood cell fragility. 2) bacterial contamination hemolysis is likely to occur if blood is contaminated with bacteria containing hemolysin. 3) excessively cooling blood is gradually congealed and eventually hemolyzed when it is cooled below -3°c. There is a possibility of hemolysis due to this factor if the blood bag is locally cooled in the refrigerator. 4) filter occlusion filtration time is extended because the filter is likely to be occluded, and furthermore, when red blood cells flow through such an occluded filter, physical stress on the red blood cells may cause hemolysis.